Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was not product related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the pt's right eye. There was a vitreous tear and the bag did not hold the lens and a vitrectomy was performed. The incision was enlarged and a suture was used. Reporter stated the incident/injury was not product related. A different lens model was implanted.